Event description:
Dear sir, my father had a guidant pacemaker implanted at hospital, in 2001. At first he seemed fine, then the following months he started complaining of headaches, dizziness and would sometimes, stumble and or fall, for no apparent reason. The christmas before he died, he told all of his family members to return all of his baseball christmas gifts, because he wouldn't be here when baseball season began. We were all very upset at this statement. Due to past strokes, his speech was slurred, he would pat his chest area, pointing to the pacemaker and would say, "it's not working." We assured him that it was, because the hosp & guidant reps had checked it, and never reported any adversity with the device. After he died, that spring... Before baseball season, my mother called hospital & spoke with the nurse that assisted in the implantation surgery. At that time she told my mother, that my father did in fact have a faulty pacemaker. Why didn't hospital call us and advise us of this? After the media heard the news of guidant, my mother again, called the same nurse. This time the same nurse refused comment. We sought an attorney. He said we had a case. Now years later, as our statute of limitations is running out. As to date, he states the numbers on dad's pacemaker, don't match the exact numbers that the FDA and or guidant has released. Please, here are my dad's pacemaker numbers. Please, our family needs closure. Did my father have a faulty pacemaker? System cpi guidant generator dddr 1270. My father was a veteran of war... He deserves better than this, don't you think so? Again, I'm pleading with the FDA to release any additional guidant pacemaker recall numbers. I am including my name in hopeful prayer that you will contact me as soon as possible.